Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d1, d4, g4, h4, UDI, g1-1: this report is for an unknown insertion instrument. The product code is unknown. Therefore, the brand name, catalog number, lot number, 510k classification, and the manufacture date are unknown, therefore the UDI cannot be completed. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during an arthroscopic rotator cuff repair procedure on intra-articular shoulder for rotator cuff tear (including glenoid labral tears), it was discovered that two unknown versaloop 1.5 mm sutures and a tape were used as anchors and iron dusts were observed. The drill and guide were utilized to suture the glenoid labral tear. While creating a bony hole for deploying the uppermost anchor at the 2 o'clock position, iron dust was observed coming from a small window in the guide as the drill advanced. The dust was likely caused by slight flexing of the drill by the assistant or the guide by the surgeon. The iron dust was thoroughly removed using a vacuum tool, and the anchor was successfully deployed without damage to the inserter. The issue arose during the third drill, while the pre-drill checks and the first two drills showed no irregularities. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.